Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on 09nov2021 and reported good results from the system. After being implanted with the nalu system, the patient experienced significant weight loss, in excess of 130 pounds. After losing weight, the patient reported to a nalu representative a sensation of the implanted leads being bunched up or "crinkled up" under the skin. Imaging of the implanted leads showed no bunching or kinking of the leads, however the leads appeared to be much more superficial in placement than prior to weight loss. A surgical revision was performed on (B)(6) 2024 to move the existing leads to a more comfortable position for the patient.

Manufacturer narrative:
There are no indications of any system or component failure or malfunction and all existing components remain in use. Patient reports of discomfort appear to be directly related to the change in patient's physical anatomy from significant weight loss.